Manufacturer narrative:
(B)(4). Date sent: 2/3/2025. H6: health effect ¿ clinical code gastrointestinal system (e10). Additional information was requested, and the following was obtained: could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Yes, there was, the patient had to have a temporary ileostomy to reduce the risk of any post-operative complications. If the device malfunction hadn¿t occurred, they would have not proceeded with the stoma. Since the operation, the patient is otherwise doing fine and has recovered well without any additional complications. Did the patient have any issues at all due to the additional resection of the rectal stump? Same answer as to question 1.

Event description:
It was reported that during a low anterior resection the powered circular stapler malfunctioned during the procedure. According to the customer, the stapler spontaneously fired before they were able to close the anvil. Staples pierced the tissue at the rectal stump, but they did not close. The knife was also not initiated.

Manufacturer narrative:
(B)(4). Date sent 1/16/2025. D4 batch # unk. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: was there a change in the procedure? If yes, please explain. 1. Yes, the surgeon had to resect the rectal stump again to remove the tissue with unclosed staple legs. Could you please clarify if there were any patient consequences? Yes, the rectal stump had to be shortened. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This information has not been disclosed to me by the hospital. The surgeon had to resect the rectal stump again to remove the tissue with unclosed staple legs. The rectal stump had to be shortened. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was monopolar pencil being used near the trocar of the device when the issue occurred? Was the anvil attached when the issue occurred? How far did the device close when the issue happened? Was the indicator inside the green setting scale when issue happened? Was the device immersed in the saline bowl before use? What was the bowel prepped? How long was the device in rectum before the issue occurred? Is there a possibility that the device was exposed to liquid on the back table and/or during surgery? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 3/12/2025. D4 batch #239d17. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. In addition, the device did intermittence when the test battery was installed. The device was reloaded with staples and a new washer was placed on the device. Upon functional testing, the device was reset by itself without pressing the firing trigger and when the test battery was inserted, the device fired instantly without pressing the trigger. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, the device was sent to cincinnati for additional evaluation and the CT scan of the device revealed that there was an incomplete solder joint on one side of the switch that is mounted on the pcb, resulting in an intermittent electrical connection. The condition of the device is potentially correlated to the manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 239d17, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/24/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.